Manufacturer narrative:
(B)(4). Insulin pump¿s history and trace files downloaded successfully using thump software. Device passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 82 alarms noted during testing. However, pump error 82 alarms confirmed in the pump history/trace files on 03/26/2022 at 11:00am. During visual inspection, no loose or disconnected motor flex connector noted on j5 at elctrical board. Device was cut open to perform visual inspection and found physical damage on the motor¿ (damaged motor slide). The motor was tested outside of the device and passed. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked case. Insulin pump error 82 alarms confirmed in the insulin pump history files on 03/26/2022 at 11:00am due to damaged motor slide. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin pump error alarm. Customer was able to successfully resolve the alarm. Customer was also able to rewind the insulin pump. Troubleshooting was performed. The insulin pump passed the self-test. The insulin pump also passed the displacement test. No harm requiring medical intervention was reported. The insulin pump has been returned for analysis.